Event description:
It was reported when using the bd vacutainer® k3e 7.2mg plus blood collection tubes there was foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: "some tubes show condensation after some time; the dealer customer asks whether the tubes remain sterile and can still be used."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. See h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® k3e 7.2mg plus blood collection tubes there was foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: "some tubes show condensation after some time; the dealer customer asks whether the tubes remain sterile and can still be used."